Event description:
User alleges recently performed spinal anesthesia. The block achieved was "spotty" and they switched to general anesthesia. After recovery from the ga, it was noted that the block continued for some time followed by a loss of sensation and mobility (paraplegia was the term used dr.) From t10 downwards. The pt was transferred to a hospital where it was determined, following an MRI, that the pt was suffering from transverse myelitis.

Manufacturer narrative:
Results evaluations: smiths medical is unable to fully evaluate this report as the user facility did not record the lot number of the spinal kit used. They did provide the lot numbers of the kits that they have on hand; however, the event occurred five weeks ago and the lots provided are what is there now. No way to tell which of the four possible lots may have been involved. A review of our complaints database show no similar reports on this product line. A review of the manufacturing records, for the four possible lots provided, found no problems during manufacture. We did review this report with our anesthesia consultant. He forwarded an article (neurology india/december 2006/ vol 54/ issue 4 case report on transverse myelitis following spinal anesthesia). That article refers to; "it is important for anesthesiologist, surgeon and neurologist to be aware of transverse myelitis as being a complication of spinal anesthesia".